Event description:
As part of 2018-008 x3 knee 10 year multicenter iis, the following was reported: bmi 18.5; underwent right tka for osteoarthritis; revised due to pain and stiffness 2.33 years after index surgery.

Manufacturer narrative:
Updated the implant and explant dates. Reported event an event regarding pain involving an unknown duracon knee implant was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: " (B)(6) 2006 brief op note right tkr - cemented duracon diagnosis right knee djd " ... Universal instrumentation ... Excellent stability and tracking ..." Uncomplicated surgery. (B)(6) 2008 op note removal right tka and right knee fusion with im rod and bmp ii" diagnosis: "painful right knee replacement with arthrofibrosis" " ... 11x80 im rod ... Locked proximally ... And distally ..." Uncomplicated surgery. (B)(6) 2008 staples removed, wound clean, dry and intact, follow-up 1 month. (B)(6) 2008 " ... Patient pleased with improvement ... X-ray good bony bridging ..." No subsequent follow-up documented. No clinical or pmh, no patient demographics, no imaging studies available for review, no listing of primary tka components, no examination of explanted components, no description of pain and stiffness symptoms indicating removal of tka and fusion of right knee. Based upon the information available for review, confirmation of the event description and preparation of a medical report is not possible for this case." -product history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to pain and stiffness. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as clinical or patient medical history (pmh), patient demographics, imaging studies, primary tka component details, examination of explanted components, and description of pain and stiffness symptoms indicating removal of tka and fusion of right knee are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As part of 2018-008 x3 knee 10 year multicenter iis, the following was reported: bmi 18.5; underwent right tka for osteoarthritis; revised due to pain and stiffness 2.33 years after index surgery